Event description:
Patient presented with mild pain. Upon revision there was gross delamination; shards; and debris of all sizes. Huge lytic (?) Cavitary defects behind femoral component particularly medial side.